Event description:
Caller tested 1.9 inr on the coaguchek xs system while a comparison lab returned as 0.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, the suspect strips have been used up and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.